Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high pacing impedance. The alert was programmed to a higher range. The pacing imp edance increased and the alert triggered again. Also high threshold was noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.